Event description:
The customer reported that while running an hiv 1/2 assay the operator observed that a low amount of sample and/or reagent was delivered to the plate and no error message was generated. A field service engineer was dispatched and adjusted the tip pick up position and replaced all plunger clamps and lld springs. No death or serious injury was associated with this incident.